Event description:
It was reported that the user forgot to wear the ilet overnight, woke feeling unwell with vomiting, and later reconnected the device. The device battery was low and the user¿s blood glucose was 338 mg/dl. Symptoms included malaise and vomiting associated with hyperglycemia. Outcomes included elevated blood glucose requiring follow-up from customer care, with no hospitalization reported. Investigation included a follow-up call to assess the user¿s glucose status and device condition and education on usage. Investigation of this case revealed user-related interruption of insulin delivery due to not wearing the pump, with the device otherwise functioning and only the battery reported as low. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors leading to missed insulin delivery.